Event description:
A surgeon reported following a glaucoma shunt filtration device procedure the shunt touched the iris. There was no harm reported to the pt. Additional info is not expected.

Manufacturer narrative:
Evaluation summary: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to MFR's release criteria. The root cause cannot be determined. There have been 2 similar complaints reported in the same lot. Additional info is not expected. (B)(4).